Event description:
The customer reported the thermogard hq console (sn (B)(6)) displayed tcmid:01 (pump failed) error message after unboxing. No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the thermogard hq console (sn (B)(6)) displayed tcmid:01 (pump failed) error message was confirmed during functional testing. The root cause of the reported complaint was loose cable connections to the I/o board. The thermogard hq console failed the initial functional test. The pump was not rotating and displayed alarm pump error, thus confirming the reported complaint. All the cable connections and all the connectors at the I/o board were checked. After re-seating all the cables, the pump was working normally, and no issues or errors were observed. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard hq console with serial number (B)(6).